Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). Updated: b4, d9, e1 (event site address, event site city), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem, type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found issues with the helium regulating valve and the helium pipe. The high pressure helium regulator and the multiple helium tubing assembly. All functions and safety performance indicators per factory specifications passed. The iabp was returned to the customer for clinical use. The failure analysis and testing dept. Received part helium regulator with a reported unit failure of a helium leak . The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number helium regulator serial number into the cardiosave test fixture and tested the helium regulator to factory specifications per the cardiosave service manual. The fat verified the failure of a helium leak. The helium leak was observed in the diagnostic mode. The regulator failed testing. Retaining the regulator in the fat dept. Per procedure. Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator. Root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) consumed a lot of helium, and there were problems with the helium components and the high-pressure helium regulating valve, which needed to be replaced and were not used on patients. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation, e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.